Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. As a device evaluation could not be performed, a root cause for the event cannot be determined. The customer's reported complaint of a fractured fiber could not be confirmed as the sample was not returned for evaluation. At the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. Without receiving product to evaluate, the root cause cannot be determined, although it is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #: (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user.

Manufacturer narrative:
The customer's complaint of "packaging was not fully sealed" cannot be confirmed as no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The schon xl catheter is supplied to angiodynamics by a supplier as a purchased finished device. Angiodynamics is distribution only and does not perform any further processing once received from the supplier. This is the only reported complaint for this failure mode for this product family in the previous 15 months, as such, this is deemed to be an isolated incident. The device manufacturer, has been notified of this event via (B)(4). A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with states; single use only. Do not re-sterilize the catheter or accessories by any method. The manufacturer will not be liable for any damages caused by reuse or re-sterilization of the catheter or accessories. Contents sterile and non-pyrogenic in unopened, undamaged package. Do not use catheter if package is damaged or has been opened. Do not use if catheter or components how signs of damage (crimped, crushed, cut, etc.) A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).